Event description:
Patient tracking received a tracking form through email reporting a catheter replacement surgery. The reason for replacement was stated to be catheter migration with a loss of therapy. The catheter was discarded after surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with the catheter kit. Device was discarded and was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).